Manufacturer narrative:
On january 17, 2007, a local distributor was allowed to view and inspect the equipment. The overhead lift was found to be in good working condition and was not removed from service as facility acknowledged user error in not correctly attaching the motor to the latch per manufacturer's instructions. Alleged incident could not be recreated by facility staff when the lift was used correctly.

Event description:
Facility reports that while transferring a pt using a multirall overhead lift that the cna did not properly attach the motor to the latch on the ceiling track. When the pt was loaded into the lift, the latch came off the track causing the motor to fall on the pt. Minor scrapes were reported.